Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with pump. The customer stated that they got change sensor. Customer declined troubleshoot high blood glucose. The customer was advised that within 3 hours the system will either display sensor glucose values, ask for a calibration, or alarm with change sensor. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.